Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a paddle scraper was found bent during surgery but before it was used. The procedure was completed using an alternative instrument. There was no patient injury associated with this event.

Manufacturer narrative:
The returned scraper was evaluated. The shaft has been twisted at the head on the distal tip; the complaint is confirmed. The cause cannot be definitively determined. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.